Event description:
While wearing the sound processor, the pt reportedly was unable to obtain lock between the cochlear implant and the external equipment. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen at the center for device eval. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device has been scheduled.